Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. The customer¿s blood glucose was 600 ng/dl. Pump has cosmetic damage. Customer states the damage to the pump was not caused by a vehicular accident. Customer reported insulin pump screen had crack as nurse dropped the insulin pump. Customer states the cannula is bent. The insulin pump will be returned for analysis.